Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was working intermittently was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the components of the device were worn and corroded and had some debris on them. A review of the device history record was performed and no non-conformances were detected related to the reported condition. It was determined that the root cause of this condition was due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure it was observed that the handpiece device was working intermittently. It was not reported if there was a delay in the procedure due to the event. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.